Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd saf-t-intima IV catheter safety system was found with foreign matter as "nurse found foreign matter in the e-tubing.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: "the device history report for lot number 7026672 was reviewed, no related abnormalities were found. Material number 383323 for lot 7026672 was manufactured on 02/09/2017. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. A physical sample was submitted to aid our quality engineer with our investigation. With this sample our engineer was able to observe reported foreign matter. Unfortunately because the foreign matter was contained within the tubing of the device and because the product was also used, our investigator was unable to finalize the root cause for the presence of the foreign matter. Investigators noted that additional failure modes existed in the sample provided. Our quality engineer noted the presence of a bent needle, bent stylet, and the absence of a slide clamp. All of these failures are screened for during the inspection process, and unlikely to be included in a final product. Given that these issues were not included in the original complaint [the most likely root cause is due to damage during the operation of the device.

Event description:
It was reported that before use a bd saf-t-intima¿ IV catheter safety system was found with foreign matter as "nurse found foreign matter in the e-tubing.¿ there was no report of exposure, injury or medical intervention needed.